Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that two minutes following the successful implant of this transcatheter bioprosthetic valve, the patient's heart stopped beating. An angiogram showed that the valve had sealed the sinus and occluded the blood flow to the left coronary artery. Cardiopulmonary resuscitation (CPR) was initiated and the valve was snared. Twenty-five minutes later, the patient expired. It is unknown if an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.